Manufacturer narrative:
We have now concluded our investigation for the complaint received. As no lot number was provided, a review of the batch manufacturing records could not be performed. The device was not returned, preventing a more thorough functional evaluation. Due to the nature of this complaint, our medical team were asked to perform an investigation. The medical team concluded ¿details regarding the patient¿s, medical history, bone quality, fall/trauma history, and other additional clinical relevant information have not been provided. Based on the limited information provided and without the return of the device for evaluation the root cause of the reported component failure cannot be determined.¿ due to the lack of medical information provided, a risk management review could not be carried out. The instructions for use included with renasys go includes a range of warnings and directions for use. For example: ¿carefully monitor the patient, device, and dressing frequently to determine if there are any signs of bleeding, exudate accumulation (pooling), infection, maceration, or loss of negative pressure wound therapy (npwt).¿ ¿foam or gauze must not be tightly packed or forced into any wound area. Over-packing may interfere with distribution of npwt evenly across the wound. This may decrease the ability of the wound to properly contract and permit exudate to remain in wound.¿ ¿more frequent device and wound dressing monitoring, should be taken for patients who are or may be: ¿ suffering from infected blood vessels ¿ receiving anticoagulant therapy or platelet aggregation inhibitors, in addition to patients with intrinsic coagulation problems such as low platelet counts ¿ actively bleeding or have friable blood vessels or organs ¿ suffering from difficult wound homeostasis ¿ untreated for malnutrition ¿ noncompliant or combative ¿ suffering from wounds in close proximity to blood vessels or delicate fascia when monitoring patients for delivery of therapy, ensure wound dressing is free of air leaks, fully compressed and firm to the touch.¿ the instructions for use must be directly followed to ensure safe and proper performance. On this occasion, no issues were identified with our product or procedures that could have contributed to or caused the reported failure mode. We recognise the severity of the complaint and will continue to monitor for any adverse trends. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the pump alarmed blockage/full canister, the patient changed the canister but this didn't correct the issue, the patient was hospitalized after the use of the device due to infection. It is unknown if the infection was caused by the use of the device. Patient was treated with antibiotics. No delay reported.